Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). The patient was also hospitalized twice (specific date and duration not reported) for administration of IV antibiotics; however, the issue did not resolve resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.